Event description:
It was reported that the patient was on vacation when their Pod stopped working after the Pod had been worn between 24 and 36 hours. The patient noticed that water was inside the Pod after swimming in saltwater. They also noticed corrosion and cracks on the Pod. The Pod was possibly exposed to sunscreen as well. No blood glucose readings were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 4.0.2.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.